Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm. Customer's blood glucose was 100 mg/dl. Customer reported that buttons were not responding and display screen was blank. Customer states that batteries were in insulin pump for three days when incident occurred. Customer changed batteries and issue was resolved. Customer was advised to clear alarm and to change batteries.